Event description:
Pt involved in accident in 1960's and was treated with internal fixation and subsequently converrted to a cup arthroplasty 10 years later, in 1978, he underwent a second total hip replacement and then 11 years ago had a revision of the hip. In 1996, x-rays showed severe osteolysis of the femur. Upon revision on 12/6/96, the femoral was found to be grossly loose. Trochanteric fibrous nonunion seen at revision.

Manufacturer narrative:
Summary of evaluation:the cause of this event can not be determined due to the lack of information provided.